Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brushheads no longer stay attached to toothbrush...don¿t seem to be clicking into place...come loose in mouth - oral-b [device breakage]. Case narrative: a parent via chat stated that their son's oral-b sensitive clean toothbrush heads no longer stayed securely attached to the oral-b junior smart electric toothbrush handle and came loose in his mouth. They did not seem to be clicking into place anymore. No injury was reported. 01-nov-2023 follow up via digital safety assessment survey: the son was a 9 year old male. No injury was reported. 01-nov-2023 follow up via pictures: the suspect product lot was ab20521828. No injury was reported.